Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and arthritis ('arthritis') in a 31-year-old female patient who had essure (batch no. 796908) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen (motrin) since 2000 and paracetamol (tylenol) since 2000. On (B)(6) 2011, the patient had essure inserted. On 1-jan-2012, the patient experienced arthritis (seriousness criterion hospitalization), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), 9 months after insertion of essure. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain lower ("severe cramping,") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, arthritis, genital haemorrhage, abdominal pain lower, abdominal pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia and fibromyalgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthritis, fibromyalgia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result :- total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 30-jul-2020: medical record received. Lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and arthritis ('arthritis') in a 31-year-old female patient who had essure (batch no. 796908) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen (motrin) since 2000 and paracetamol (tylenol) since 2000. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced arthritis (seriousness criterion hospitalization), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), 9 months after insertion of essure. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain lower ("severe cramping,") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, arthritis, genital haemorrhage, abdominal pain lower, abdominal pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia and fibromyalgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthritis, fibromyalgia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result :- total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and arthritis ('arthritis') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen (motrin) since 2000 and paracetamol (tylenol) since 2000. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced arthritis (seriousness criterion hospitalization), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), 9 months after insertion of essure. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain lower ("severe cramping,") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, arthritis, genital haemorrhage, abdominal pain lower, abdominal pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia and fibromyalgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthritis, fibromyalgia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-jul-2020: pif received. Case was upgraded to serious incident. Essure explant details added. Hospitalization criteria was added for event arthritis. New reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and arthritis ('arthritis') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen (motrin) since 2000 and paracetamol (tylenol) since 2000. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced arthritis (seriousness criterion hospitalization), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), 9 months after insertion of essure. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain lower ("severe cramping,") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, arthritis, genital haemorrhage, abdominal pain lower, abdominal pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia and fibromyalgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthritis, fibromyalgia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result :- total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.